Event description:
It was reported that the right atrial (ra) lead dislodged after implant. The ra lead was repositioned during revision, but dislodged again prior to closing the pocket. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model #d204drm implantable cardioverter defibrillator implant date (B)(6) 2013; model #0296 competitor implantable tachy lead implant date (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.